Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy (egd) procedure at the duodenal bulb performed on (B)(6), 2012. According to the complainant, after advancing the device to the target site, epinephrine was accidentally injected into the irrigation port prior to using the needle. Afterwards, the needle became difficult to extend and retract. Reportedly, the needle was locked up and actuated only after numerous attempts manipulating the device. No device damage was noted. The procedure was completed using this injection gold probe. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.